Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet powered off overnight despite being fully charged, subsequently displayed a persistent ¿charge ilet now¿ screen, and thereafter exhibited rapid battery depletion with run time of about eight hours after a full charge, resulting in hyperglycemia. Symptoms included feeling tired. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included product troubleshooting with charger verification, attempted restart, guidance to fully charge and monitor depletion, and arrangement for device replacement with instructions to return the original device. Investigation of this case revealed device power/battery performance concerns without identified external contributing factors, and the device was not available for physical evaluation. It was concluded, based on previously established findings for similar reports, that the cause was unclear.